Manufacturer narrative:
All information reasonably known as of 10 jan 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 30 nov 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
Fill volume: unknown ml. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 2026095-2022-00130 for the second report. Refer to 2026095-2022-00131 for the third report. It was reported, the pump seemed to be empty earlier, according to the patient. There was no reported injury to the patient. The representative noted, ¿I noticed that the pump might look empty but still has 10 cc (5 hrs.) Treatment in the pump.¿